Manufacturer narrative:
The c1535 marker is a biopsy site identifier used to provide an imagable locator of a biopsy site for follow-up care. The marker is a stainless steel clip, contained within a disposable plastic applicator, which is deployed into the breast biopsy site through the biopsy probe that was used to excise the tissue. One c1535 was received for investigation and was found to be in poor condition. Body fluids were present on the tip, confirming use in a procedure. The tip of the marker is detached from the marker device. When reassembling the detached part to the device, there were no missing components. The marker's indicator light is blue indicating the device has been deployed. The clip is stuck in the distal tip of the shaft. The opening of the clip is clamped closed. (Partial marker deployment). It was noted that the device may have lacked the proper amount of adhesive to attach the tip to the plunger or the tip came in contact with the cutter. Device functionality check was not confirmed. The event was duplicated. Communication with the customer confirmed that no parts of the c1535 applicator were transferred to the patient - no patient consequence. However, this event has been determined to be a reportable malfunction, pursuant to 21 cfr §803, because this malfunction has the potential to cause or contribute to a serious injury should pieces be transferred to the patient, requiring subsequent treatment. Thus, we are submitting this medwatch report.

Event description:
The affiliate reported after sampling tissues, the doctor pushed the release button of mm2. The indicator turned blue, however it was not deployed. The doctor pushed the release button again, not released. Procedure was completed with another device. No patient complications.